Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump and was instructed to call back if the malfunction code recurred, which it did not. Customer was able to continue using the pump without further issues.